Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that there was ballooning in the silicone segment could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing expanded. There was no report of patient impact. The following information was provided by the initial reporter: the tubing that runs through the channel of the pump ballooned, setting off the device alarm and pausing the medication infusion.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing expanded. There was no report of patient impact. The following information was provided by the initial reporter: the tubing that runs through the channel of the pump ballooned, setting off the device alarm and pausing the medication infusion.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E.4.: the initial reporter also notified the FDA. Medsun report #2600320000-2023-8088 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.